Manufacturer narrative:
The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device's screen turns green and black. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation from the manufacturer: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed, and no further defects were detected. The device passed the quality check at the time of delivery. During the technical inspection, no defects were identified on the device. Although the customer reported that manipulating the device could briefly restore the image and that using other blades resulted in a stable image, these observations indicate that the issue is not caused by the device itself. Therefore, the most likely cause of the reported problem is incompatibility with the monitor or an issue with the connection cable rather than a defect of the device. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).